Event description:
It was reported that a patient's insertable cardiac monitor (icm) presented with unable to record episodes. The physician elected to explant the icm and replace with pacemaker. The patient condition was unknown.